Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that deflation difficulty was encountered. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilation. However, after initial inflation at 12 atmospheres for 60 seconds, the balloon was noted to have difficulty in deflating. Suction pressure was continuously applied and was able to remove balloon successfully. The procedure was completed with another coyote balloon. No patient complications were reported.